Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had does not turn on issue an error 3 and an error 5 issue. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording and customer care advocate (cca) attempting to follow-up with the patient, the cca was unsuccessful in contacting the patient. The cca was advised by the patient that at on unspecified date and time, 2 days or so ago a variety of product issues occurred, which also occurred again this morning on (B)(6) 2016. The patient was unwilling to give the details of the medications she was taking at the time of the incident. The reporter confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue, the patient mentioned to the cca due to not been able to test she has not been eating. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of "numbness in hand" at an unknown time after the product issue and also the patient was developing symptoms of "shaking" whilst on the phone. The patient alleged being hospitalized due to the product issue on an unspecified time and date. It is unknown what treatment the patient received. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did turn on with the power button and the correct test strips were being used. The cca was unable to trouble shoot the error 3 and 5 messages as the patient was unable/unwilling to walk through the troubleshooting questions. The cca walked through the blood test with the patient, as the patient was concerned about not being able to eat or take appropriate action with regards to her diabetes management, the patient was able to get a blood glucose reading, the issues were resolved. The patient was happy that she was able to take her insulin and did not want to stay on the call to get replacements products. The patient was unable to read the serial number of the meter, but was able to read the serial number off the box of her old meter. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.